Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2018 and presented in clinic on (B)(6) 2018 due to an unrelated reason. Review of the stored electrograms revealed noise on the pace-sense vector of the right ventricular lead. The lead also exhibited varying pacing impedances. Oversensing could be reproduced in the clinic with isometrics. The device was programmed off. The patient will be re-evaluated for an implantable cardioverter defibrillator since his condition has improved and the need for the ICD does not meet the criteria.